Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 18281175 / 18339671.

Event description:
It was reported that the patients implantable pulse generator (ipg) was losing its charge faster. It was also noted that the patient was experiencing inadequate pain relief due to high impedances on the spinal cord stimulator (scs) leads. The patient underwent an explant procedure where all device components were removed.

Event description:
It was reported that the patients implantable pulse generator (ipg) was losing its charge faster. It was also noted that the patient was experiencing inadequate pain relief due to high impedances on the spinal cord stimulator (scs) leads. The patient underwent an explant procedure where all device components were removed. Additional information was received that the explanted devices were not returned per facility policy.